Manufacturer narrative:
Date of occurrence: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue wing cap was missing from a small volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is for a ruptured bladder for lot# 17b005, not a missing wing cap as previously reported. Manufacture date: (B)(4) 2017 ¿ (B)(4) 2017. One intermate unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.